Manufacturer narrative:
Internal reference: (B)(4). The physician's original target lesion was the distal sfa where a 5-6mm cto was observed. The 2.2mm phoenix was used over a whisper wire to successfully treat the disease. After treatment of the sfa, a stenosis in the posterior tibial (pt) was observed. The pt had 90% stenosis with a reference vessel diameter visually estimated to be 3mm. The diseased vessel segment was highly angulated and was very close to the bifurcation of the pt and peroneal arteries. The same 2.2mm phoenix catheter was used to treat the lesion in the pt. Due to the angulation and vessel size, when the catheter was advanced, the guidewire buckled causing the catheter to be driven into the vessel wall. The atherectomy for the 2nd lesion was successful. A perforation was observed post atherectomy. The pseudoaneurysm in the artery wall did not grow during the initial procedure, bleeding had stopped. No known post-procedure intervention was required. The physician commented that in retrospect he should have used the 1.8mm phoenix which would have successfully debulked the lesion and avoided a perforation due to its smaller size. Patient's condition today was reported as doing fine with no sequelae from perforation. This patient had a follow up appointment on (B)(6) 2015 and voiced no complaints.

Manufacturer narrative:
(B)(4). This case is being investigated according to volcano policy. The device was not returned for analysis. The customer was unable to provide lot number or serial number; therefore, documentation related to the specific device (complaint database/sfdc) cannot be reviewed. Lot history records for the two catheter lots shipped to the customer were reviewed. Both lots included successful lot release product testing and met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. We will continue to monitor these types of review complaints.

Event description:
It was reported the physician performed an atherectomy procedure on left posterior tibial artery using the phoenix system p22149k on (B)(6) 2015. The device phoenix system caused a perforation in the left posterior tibial artery. There was no bleeding and no extravasation of contrast into the surrounding muscle. The perforation appeared to be confined to the vessel wall and resulted in development of a pseudoaneurysm. Prolonged balloon dilation was completed in this area and did not seal off the vessel. Kissing balloons were applied to the tibio-peroneal trunk and both the peroneal and posterior tibial artery to seal off the pseudoaneurysm. This technique was not successful. The procedure was ended. Post procedure assessment per the physician revealed no leg pain or swelling. All reasonably known patient information is included in this report.